Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).